Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was measured higher than set value and alarms were generated. There was no patient involvement. (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility themselves performed a repair of the ventilator. According to received information, the gas modules for air and o2 were replaced. No parts were returned for investigation. The ventilator logs were received for investigation. The evaluation of the received device logs confirm the reported event. It showed that on the reported event date, the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure exceeding preset upper pressure limit are also generated. Since no parts were returned for investigation, the root cause of the generated alarms has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #(B)(4). Manufacturer ref. #(B)(4).